Event description:
Per complaint (B)(4), implant did not have primary stability. There is no patient impact reported.

Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. Additional information led to the re-evaluation of this complaint and it was deemed not reportable (B)(6) 3/24/2021.